Manufacturer narrative:
Age, weight, ethnicity: information unknown/not provided. Date of event: unknown/not provided. Model number: unknown, as the serial number was not provided. Catalog number: unknown, as the serial number was not provided. Serial number: unknown, as information was not provided. Expiration date: unknown, as the serial number was not provided. UDI number: unknown, as the serial number was not provided. If explanted; give date: n/a (not applicable). The lens remains implanted. The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Device manufacture date: unknown, as the serial number was not provided. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient can see perfectly out of the reading portion of the intraocular lens (iol), however the distance vision when beyond 10 feet loses its sharpness. Patient had a yttrium aluminum garnet (yag) laser procedure performed, but it did not help. Patient also complained of halos and stated vision is generally much poorer. No additional information was provided.

Manufacturer narrative:
Correction: in reviewing the supplemental MDR, it was noticed that the following information was inadvertently not included; therefore, it is captured in this supplemental report. The following section has been updated accordingly: section h4: device manufacture date: feb 25, 2021. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional info: through follow-up, it was learned patient is also experiencing starbursts when looking at headlights in the right eye. The patient explained that when he looks at trees he does not see the crispness. Yag was performed on 9/14/2021 to clear the blurriness and get more sharpness, but it did not help. He has seen 2 (two) specialists and both have stated the lens was put in correctly. The following sections have been updated accordingly: date of event: (B)(6) 2021 model number: dfw150u210 catalog number: dfw150u210 serial number: (B)(6). Expiration date: feb 25, 2024. UDI number: (B)(6) health effect - clinical code:(B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.